Event description:
It was reported that patient fell and broke their arm which possibly fractured the lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured. Full lead returned and analyzed. The outer tubing was torn. The lead appears to have been bent at the location of the fracture.